Manufacturer narrative:
D2A: COMMON DEVICE NAME: PERCUTANEOUS CARDIAC ABLATION CATHETER FOR TREATMENT OF ATRIAL FIBRILLATION WITH IRREVERSIBLE ELECTROPORATION; REPORTED HERE AS THE COMMON DEVICE NAME EXCEEDED THE CHARACTER LIMIT FOR DESIGNATED FIELD. DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. GOOD FAITH EFFORTS TO OBTAIN THE INFORMATION ARE IN PROGRESS. BECAUSE THE PRODUCT IS UNKNOWN, WE ARE UNABLE TO PROVIDE THE UNIQUE IDENTIFIER (UDI) AND OTHER SPECIFIC PRODUCT INFORMATION AT THIS TIME. A SUPPLEMENTAL REPORT WILL BE FILED IF THE INFORMATION IS RECEIVED.

Event description:
IT WAS REPORTED THAT FARAWAVE CATHETER WAS SELECTED FOR USE DURING ATRIAL FIBRILLATION ABLATION. IT HAS BEEN MENTIONED THAT NEAR THE END OF THE PROCEDURE THE GUIDEWIRE BECAME UNRAVELED. THE PHYSICIAN EXPLANTED THE CATHETER, AND POST MAPPED THE LEFT ATRIUM. TISSUE WAS SEEN AT THE TIP OF CATHETER OR GUIDEWIRE. NO PATIENT COMPLICATIONS OCCURRED. THE PROCEDURE WAS COMPLETED USING ORIGINAL DEVICE.

Event description:
It was reported that FARAWAVE Catheter was selected for use during atrial fibrillation ablation. It has been mentioned that near the end of the procedure the merit rosen guidewire became unraveled. The physician explanted the catheter, and post mapped the left atrium. Tissue was seen at the tip of catheter or guidewire. No patient complications occurred. The procedure was completed using original device. The device is expected to return for analysis.

Manufacturer narrative:
Correction to Section D6a Implant Date, D6b Explant Date, and H6 Impact Codes.D2a: Common Device Name: Percutaneous Cardiac Ablation Catheter For Treatment Of Atrial Fibrillation With Irreversible Electroporation; reported here as the Common Device name exceeded the character limit for designated field.Detailed product information was not provided to BSC. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the Unique Identifier (UDI) and other specific product information.Investigation Summary:With all the available information, Boston Scientific is unable to confirm cause of the reported clinical observation of a Guidewire Stuck and Tissue Damage. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device History Record Review:The lot number was not provided; therefore, a ship history of previous lots sent to the customer were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications.Labeling Review:Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/Instructions for Use (IFU).Risk Review:A risk review performed for the FARAWAVE device confirmed that the event of Guidewire Stuck and Tissue Damage are known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation Conclusion:Boston Scientific has assigned an investigation conclusion code of Cause Not Established and supporting evidence that came to this conclusion. Based on the available information, tissue was observed at the tip of the catheter or guidewire following removal of the device; however, the origin, timing, and mechanism of the reported tissue damage could not be determined. Although guidewire unraveling was reported, the available evidence does not establish whether the observed tissue was related to the reported guidewire condition, procedural manipulation, patient anatomy, or another unidentified factor. Boston Scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the Instructions for Use (IFU) was not followed.